Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. Lead was explanted and replaced. No patient complications have been reported as a result of this event.